Event description:
This is an addendum to a previous medwatch 3500 report submitted 9/16/2008. FDA inspector informed me that previous report did not appear on his database. Patient admitted to ICU following report of excessive spinal stimulation by a device implanted at another facility. Patient was stabilized and transferred to a non-critical care unit. Patient stated that a spinal stimulator had malfunctioned, causing "excruciating" pain. She stated that she and her partner had vigorously manipulated and struck the remote control unit to stop the overstimulation. A representative from boston scientific -vendor of advanced bionics- investigated the incident by interviewing the patient in the presence of our medical staff, and family. He found that the implanted device's data register was intact, and showed no record of malfunction. I sequestered the remote control device #32620, model sc 5210- which appeared in new condition, with no apparent damage. When I asked the attending physicians why there was no evidence of damage to the remote control, they told me that the patient's story did not support the clinical facts, and that she may be confused. Dates of use: three months in 2008. Diagnosis or reason for use: unknown to me. Event abated after use stopped or dose reduced: yes.